Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 23mm epic valve was chosen for a procedure. After the package was opened, it was noted around the coaptation of the leaflets have been opening but it was used because there was only one readiness for the same size. The physician thought that the opening of the valve leaflets would return due to pressure. The valve was implanted but, it did not return at discharge, and a grade-2 of central aortic regurgitation (ar) was confirmed. The patient's condition was not reported stable due to grade-2 ar. The patient was discharged but the reoperation was considered because grade 2 of central ar and leaflets did not return and planned to take an echocardiogram 3 months later.

Event description:
It was reported that on (B)(6) 2024, a 23mm epic valve was chosen for a procedure. After the package was opened, it was noted around the coaptation of the leaflets have been opening but it was used because there was only one readiness for the same size. The physician thought that the opening of the valve leaflets would return due to pressure. The valve was implanted but, it did not return at discharge, and a grade-2 of central aortic regurgitation (ar) was confirmed. The patient's condition was not reported stable due to grade-2 ar. The patient was discharged but the reoperation was considered because grade 2 of central ar and leaflets did not return and planned to take an echocardiogram 3 months later.

Manufacturer narrative:
An event of leaflets not being coapting well upon opening the box was reported. Image was received appearing to show the valve with one leaflet not closing enough during implant. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. This includes functional testing of the device which ensures proper cuspal coaptation and hemodynamic performance. The free state of the leaflets, without physiological pressure applied, is not indicative of actual leaflet coaptation or valve function. Based on the information received, the cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.